Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise which is oversensed resulting in 5-6 seconds of pacing inhibition. No therapy was given as a result of this pacing inhibition. All other lead measurements are normal and stable. A technical services (ts) consultant was contacted regarding this issue. It was established that the noise appears on both rv lead channels and has a 60 cycle pattern; however, no external electromagnetic interference (emi) sources could be identified. Additional information has been requested; however, no further information is currently available.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.